Event description:
Approximately three years ago the head broke off the shaft during use. Three teeth were chipped. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).